Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) and stated they received multiple shocks while using their metal detector. The patient noted that he went to the physician's office post shock delivery and the physician stated the shocks were inappropriately administered. The patient stated that he has chronic atrial fibrillation (af) and the physician reprogrammed the rate cut off from 200 bpm to 210 bpm. Ts referred the patient to their physician for further discussion regarding therapy delivery. Upon further review of the data stored by the remote home monitoring system, it was found the patient received eight inappropriate shocks where therapy became exhausted. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.